Event description:
Reporting status: serious injury-permanent damage. Reporting rationale: stent lost in coronary vasculature. Device issue: stent dislodgement. It was reported that the rx mini vision was advanced to the target lesion site and upon deployment, it was observed that the stent was not on the balloon. The physician believes the stent remains in the patient, as it could not be located. The device was correctly prepped and the stent was verified to be on the stent delivery system prior to use. No patient effects have been reported. An otw mini vision was being prepped for use; however, the stent dislodged into the gauze. The device was not used on the patient. At this point, the case was completed. Again, no patient effects have been reported. No additional event or patient information is available.

Manufacturer narrative:
The otw mini vision (lot#6072031) mentioned is being filed manufacturer report number 2024168-2007-00179.